Event description:
On (B)(6) 2010, patient reported the piston rod on her infusion device did not retract all the way and then made a "funny/strange" noise. Patient stated the issue started on (B)(6) 2010 and she switched to her backup infusion device. There is currently no battery in the infusion device. Patient reported the noise was "a small clicking noise" and described it as "not as loud as it normally is when it returns." Patient described the noise as more of a grinding noise. Patient stated the plunger is not stuck on the piston rod. Had patient insert a new battery and attempt to return the piston rod; was successful. Patient reported piston rod did not make a strange/funny noise during the process; was able to move the piston rod forward with no issues. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.